Event description:
Ventilator placed on pt with settings of rate 16, tidal volume 500, fio2 100%. Ventilator alarmed and completely shut down after running several mins. Pt was ventilated via bag with no pt harm.